Event description:
Related manufacturer report number: 2017865-2024-00246. It was reported that the right ventricular (rv) lead was difficult to attach to the device as the set screw was difficult to tighten during the implant procedure. After successfully fastening the lead to the header, the insulation of the rv lead appeared to be detached from the rest of the lead. An attempt was made to remove the rv lead from the header, however, it was unable to be removed. The set screw was retracted again and the rv lead was successfully removed. The rv lead and device were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the insulation of the electrode can be pulled out while the inner, conductive element remains anchored in the header was confirmed. As received, a complete lead was returned in one-piece. A visual examination revealed the connector pin pulled out of the connector assembly consistent with excessive forces during the procedure. The cause of the reported event was isolated to the procedural damage. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and an x-ray examination revealed no other anomalies.